Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer.

Event description:
Patient was revised to address infection. Update ad (B)(6) 2021 pfs received. In addition to what previously alleged, pfs alleges pain, osteomyelitis, emotional distress, walking difficulty, sleeplessness, anxiety and depression prior to revision patient had clinic visit and alleged loosening of cup, liner and stem. Doi: (B)(6) 2010 , dor: (B)(6) 2012 , left hip.